Event description:
It was reported that an alert for high left ventricular (lv) impedance was seen in the observation screen. The polarity for the lead was reprogrammed with the device. At a later date the patient came in because the patient was not feeling well. A high impedance was noted again. The lead was programmed off at that time. The patient was seen again to check the lead and questioned if there was a lead fracture present. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that high lv impedance alert was seen in the observation screen. A possible connection issue with the lv tip was noted. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: facility information. Event description. Device codes. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that there is high and varying resistance/impedance. Subthreshold lead impedance patient alerts are observed on (B)(4) 2010 and the pacing lead impedance trends confirm spikes in maximum left ventricular permanent pacing impedance trends on the dates of the noted patient alerts at impedances as high as 4047 ohms. Minimum impedances are as low as 551 ohms. (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) impedance - high resistance/impedance (B)(4) oot subthreshold lead impedance patient alerts are observed on (B)(6) 2010. (B)(4) impedance - varying resistance/impedance (B)(4) pace lead impedance trends confirm spikes in max lv perm pace impedance trends on dates of noted patient alerts at impedances as high as 4047 ohms. Min impedances are as low as 551 ohms.